Manufacturer narrative:
Per the clinic, it was reported that the patient experienced skin necrosis behind the ear (specific date not reported) prior to the explantation. This report is submitted on december 20, 2021.

Manufacturer narrative:
Device analysis report attached.

Manufacturer narrative:
This report is submitted on october 18, 2021.

Event description:
Per the clinic, the patient experienced an infection and subsequently was treated with antibiotics (specific date, type and duration not reported). However, the issue could not be resolved. The device was explanted on (B)(6) 2021. There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.